Manufacturer narrative:
Medtronic representatives were unable to replicate the behavior. The system appeared accurate throughout the demo lee volume for hours after tracer pattern performed and in navigation screen. With the same surgeon, or (operating room), and instruments, a demo unit was navigated accurately (optical tracking) on (B)(6) 2016. Images of the tracer pattern utilized for this case were analyzed by medtronic technical services: images followed imaging protocol. Upon review, the tracer technique did not included anatomy on the posterior area of the skull. Improved tracer technique was recommended. On 8/23/2016: medtronic personnel completed onsite training with hospital staff regarding proper use of axiem and optical navigation equipment. The software investigation found that the reported event was unrelated to a software issue. Per the reported details, poor tracer pattern was performed by the user. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique. On 9/2/2016: the scu (system control unit), and psu (position sensor unit) logs were received and reviewed by a medtronic product services expert. The logs noted a 'bump' within the hardware's history. It was recommended to replace the system camera (aka psu).

Event description:
A medtronic representative reported that during an endoscopic tumor resection, there was an alleged navigation inaccuracy of 3-5 mm anterior. Tracer technique had been used to register the patient. The surgeon confirmed system was accurate using rigid unique patient anatomy after tracer registration and going sterile. This same anatomy was used to check accuracy later in the case, and these locations were no longer accurate. The inaccuracy occurred throughout the entire scan volume (both surface and internal anatomy). The system inaccuracy as identified 1-2 hours into the surgery. Or lights were turned off and the instruments did not have any intermediate tracking issues at any time throughout the procedure. Delay was 10 minutes. No harm to the patient reported.

Manufacturer narrative:
Additional information: a medtronic representative has since visited the site and performed a training for the site on proper tracer registration techniques. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The software investigation found that the reported issue is suspected due to poor tracer registration techniques.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu failed accuracy testing. However, medtronic personnel found that the accuracy testing was unrelated to the reported issue. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.